Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water did not cool down in arctic sun device. There was cooling malfunction. Technician found a mixing pump assy problem. Replaced the mixing pump assy. A functional test was performed. The evaluation found no other issues with the arctic sun performance. Per wo review on 16feb2023, no patient involvement. Symptoms were detected during the equipment inspection. Per additional information received on 17feb2023, device was repaired in the field. The issue was resolved and replaced a mixing pump assy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device underwent functional evaluation upon receipt, and the cooling issue was reproduced. The mixing pump assembly was replaced. After the repair, the device underwent functional evaluation and passed all applicable testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the water did not cool down in arctic sun device. There was a cooling malfunction. Technician found a mixing pump assy problem. Replaced the mixing pump assy. A functional test was performed. The evaluation found no other issues with the arctic sun performance. Per wo review on 16feb2023, no patient involvement. Symptoms were detected during the equipment inspection. Per additional information received on 17feb2023, the device was repaired in the field. The issue was resolved and replaced a mixing pump assy.